Event description:
It was reported that 40 bd veo¿ insulin syringes with the bd ultra-fine¿ needle had foreign liquid in their barrels. The following information was provided by the initial reporter: "a mother of t1dm child discovered excessive liquid comes out of the barrel when press the plunger rod to prepare injection. About 30-40 syringes found per one shelf box."

Manufacturer narrative:
Investigation summary: customer returned two images of a syringe. A translucent bead of material is clearly visible on the shaft of the needle. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was able to confirm the customer¿s indicated failure of foreign matter on the syringe. Root cause for this defect cannot be determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 40 bd veo¿ insulin syringes with the bd ultra-fine¿ needle had foreign liquid in their barrels. The following information was provided by the initial reporter: "a mother of t1dm child discovered excessive liquid comes out of the barrel when press the plunger rod to prepare injection. About 30-40 syringes found per one shelf box.."